Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 22020 was found indicating a fault on the degree of freedom (dof) 8 gearbox. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a system where the component functioned as expected. The usm was then installed on a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the dof 8 gearbox was inspected, and no faults were identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an issue with the dof 8 gearbox.

Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that that universal surgical manipulator (usm) arm 3 has been acting up and having non-intuitive movement. Tse verified 22020 errors on usm 3 for failed engagement and the possibility of sterile adapter (sa) not being fully seated as a possible cause. The customer stated they moved to usm arm 4 to continue without further issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.